Event description:
While the ventilator was connected to a pt, the nozzle unit located in the air gasmodule of the ventilator broke. By design, a high pressure alarm will be generated. There was no pt injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility. The mfg facility provides product failure investigation, analysis and resolution for the device described in this report.